Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. During the placement procedure the physician did not notice anything out of the ordinary. During a routine computed tomography (CT) simulation, it was noted that the hydrogel was inadvertently placed into the prostate. The patient has not reported any symptoms or discomfort as a result of the placement procedure. The patient radiation treatment will no delayed due to this event.